Event description:
The male pt was enrolled in the study in 2004. The pt received a 3.0 x 13mm cypher in the mid left anterior descending (lad). Additional procedure details were not given. During the 3 year follow-up, the following info was received: in 2006, the pt was hospitalized with shortness of breath and had a pci. In late 2005, the pt was hospitalized with atrial fibrillation. No additional info was provided. It is not known if the target lesion was treated with the pci in 2006.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.